Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a cracked reagent syringe. The fse replaced the reagent syringe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low blood urea nitrogen (bun) patient results on their au480 chemistry analyzer. The erroneous results were not released out of the laboratory. There was no report of an injury or adverse event associated with this event. The customer did not provide data for review.